Event description:
It was reported that the customer was in the hospital. Information was requested in regards to how much insulin was being delivered to the patient and how it was working. Assistance was provided to review basal and bolus history. Assistance was also provided on removing the battery. It was stated that the customer was hospitalized due to a blood glucose in the 200 mg/dl to 299 mg/dl range, which dropped to 64 mg/dl in a short amount of time. No further details were available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.